Event description:
It was reported that an altitude alarm occurred. Customer's blood glucose was 7 mmol/l. Technical support advised the customer to clean the speaker holes and reconnect the cartridge, which resolved the issue after waiting an additional five minutes. Pump resumed normal operation, and no further alarms occurred. Customer was provided with tips to prevent future altitude alarms.